Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient age: estimated; reported as (B)(6). The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Concomitant medical products and therapy dates: corrected to unk. Evaluation summary: evaluation of the returned product noted blood and contrast visible in the inflation lumen and balloon, consistent with a leak or rupture while in the patient anatomy. The balloon was loosely folded, consistent with positive pressure applied. There was a flap .05 mm in length on the balloon 2 mm proximal to the distal balloon shoulder. A new indeflator was used to pressurize the catheter when fluid leaked out of a radial rupture 0.5 mm in length in the middle of the balloon. There was a longitudinal scratch 1 mm in length 1mm proximal to the rupture. It was reported that the trek catheter was inflated without issue and no balloon rupture was noted. Analysis noted a flap of torn balloon material. Damage of this type can be the result of material processing or incorrect preparation for use. It is possible the balloon was not soaked prior to the inflation. It should be noted the rx trek instructions for use (IFU) states to submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. It is possible that the hydrophilic coating on the balloon was not activated upon exposure to moisture such that as the balloon was inflated, the balloon material tore and peeled. Additionally, it was reported the trek catheter was advanced through previously implanted stents which could have interacted with the balloon and damaged the balloon material such that during return analysis a rupture was noted. A kink can occur during manufacturing, removal from the packaging at the account or from handling of the product during preparation for use. The patient anatomy was reportedly heavily calcified, which likely contributed to the reported difficulties. It is likely that as the rx trek catheter met resistance during advancement, the shaft kinked. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. The reported kink and noted damage to the balloon appear to be related to the operational context of the procedure. All dilatation catheters are subjected to a visual inspection. In addition, a quality control audit inspection is used to verify the product quality.

Event description:
It was reported that during a coronary procedure three trek dilatation catheters could be advanced to the target lesion and inflated without issue, but became kinked during use. It was noted that the devices were advanced cautiously through previously implanted stents without issue. There was no significant delay in the procedure reported. There was no reported adverse patient effect. Though requested, no additional information was provided. Returned device analysis revealed that the balloon had a rupture and flap.